Event description:
A peritoneal dialysis reported that he had cassette connected to cycler to do treatment and when he opened the cycler door, water came pouring out. There is no report of patient injury. No sample is available for evaluation.

Manufacturer narrative:
No sample was returned for evaluation, therefore, the complaint is deemed as unconfirmed.